Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, elevated metal ion levels and hearing loss. Update: 12/3/20113 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Correction: doi: (B)(6) 2004; (B)(6) 2013. (B)(4) is a reopen of (B)(4) due to receipt of the following information: update apr 18, 2018: ppf and sticker sheets received. Ppf alleges metal wear/metallosis and elevated metal ions confirmed in medical records. There were no medical records provided. Updated the revision hospital and added firm to the complaint. Updated the manufacture dates and added expiry dates for the head and liner products. Added new associated contact and stem product due to the alleged metal poisoning. Doi: (B)(6) 2004; dor: (B)(6) 2012; (right hip). Patient is bilateral please see (B)(4).